Manufacturer narrative:
Additional information: b5, d1, d2, d4, g3, g4.

Event description:
Update avoe 20-sep-2024. Further information was provided that the initial surgery was performed on the(B)(6)2024 and the device (B)(6) (lot 13781534) was implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the patient was operated at the shoulder in march and reconsulted at the end of may due to the fracture of the initially implanted plate. Surgery resumed on (B)(6) with graft. The patient revisited on (B)(6) due to a new plate fracture. No further information was provided.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on evaluation of x-ray images from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0192-9 revision 6, section e.5 states that a postoperative regimen should be followed strictly: ¿5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device". The complaint allegation of a broken distal clavicle plate, 8 hole, r, ss, is confirmed.

Manufacturer narrative:
. Based on evaluation of x-ray images from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0192-9 revision 6, section e.5 states that a postoperative regimen should be followed strictly: ¿5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device". The complaint allegation of a broken distal clavicle plate, 8 hole, r, ss, is confirmed.